Event description:
It was reported that during the implant procedure of a cardiac resynchronization therapy (crt) device there was no capture on the left ventricular (lv) pacing lead. Analysis with the programmer analyzer in use at the time found normal pacing on the lv lead. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.